Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device malfunctioned during the procedure. Device was not implanted / explanted. (B)(4). This report is for one (1) unknown screw. PMA/510(k) number is not available. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, the patient underwent an open reduction internal fixation (orif) of an ankle fracture. During the procedure as the surgeon was inserting two cannulated screws on the medial side, the tip of one of the screws broke. It was reported that the surgeon did not attempt to remove the tip and the remainder of the broken screw was easily removed. An x-ray was taken during the surgery to confirm the tip of the screw remained embedded in the patient. The surgeon implanted a 4.5 mm cannulated screw in place of the broken screw. There was a 15 minute delay in surgery due to the issue. A plate and six screws were implanted on the lateral side of the ankle without any problems and the surgery was successfully completed. The patient was reported as stable. This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation was completed for cannulated screw. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The returned screw is confirmed to be broken at the distal tip. The head recess of the screw shows some stripping, which was most likely a result of removal of the screw. The broken screw measures 32.11mm in length, therefore the screw was at least 34mm in length. Measured using mitutoyo caliper. The exact screw length was not able to be definitively determined; however the part number begins with 214.5xx (where the xx represent the unknown numbers). As the part and lot number are unknown a review of the device history record is unable to be completed. 4.5mm cannulated screws are used for fracture fixation of long bones and long bone fragments per 4.5mm cannulated screws technique guide. Appropriate drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.